Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) reached an eol battery status unexpectedly. An interrogation of the ICD triggered a warning screen with a fault code that indicated the ICD could not charge the capacitors in the maximum time alotted. It was reported that the patient was recently hit on the implant site with a golf ball, but a subsequent device check was normal. It was also reported that in october 2004, the patient wore a bone growth simulator following spinal fusion surgery. However, all follow-ups since then have been normal.